Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that as one of the cataract surgeons was beginning phacoemulsification on a pt, silver flakes were noted entering the anterior chamber. The surgeon was able to irrigate most of the flakes from the eye. The same event was reported to have happened on the following pt while using a different handpiece. There was no pt harm reported on either pt.